Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device would not power up. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation. The customer's report was observed during initial testing. However, the report could not be duplicated after disassembling the device during trouble-shooting. The device was put through extensive testing without being unable to observe the issue which suggests intermittent. The front enclosure was replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.